Manufacturer narrative:
H3: investigation results - as documented, there appears to be an allegation of prosthesis wear against the devices implanted in the right knee. However, the devices remain implanted, prosthesis wear cannot be confirmed from the information provided, and the allegation may be due inclusion of the implanted polyethylene in the packaging recall.

Manufacturer narrative:
The patient has filed a short-form complaint in a coordinated action in (B)(6) with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Multiple devices are listed, the patient had concurrent bilateral knee arthroplasty (B)(6), 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t. (B)(6), 02-020-11-0360 - truliant ps cem fem ps cem right sz 6. (B)(6), 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6), 02-022-35-6009 - truliant tib imp ps insert sz 6 9mm. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that this patient had an initial right total knee arthroplasty on (B)(6) 2019. There is no reported revision at this time. There is no other patient demographic or medical history available. No additional information is available.